Event description:
In 2005 (exact date unk), the pt underwent thoracoabdominal aneurysm resection. On (B) (6) 2008, the pt underwent repair of a recurrent massive aneurysm of the aortic arch and thoracoabdominal aorta. The pt was implanted with three gore tag thoracic endoprostheses. The third gore tag thoracic endoprosthesis was implanted in the abdominal segment of the aneurysm, from the diaphragm to the aortic bifurcation. The pt had placement of multiple peripheral and central venous lines and arterial lines, open resection of abdominal aortic aneurysm, and replacement with aorto bilateral iliac bypass graft (manufacturer unk). The pt also had bypass celiac superior mesenteric right and left renal arteries, a cholecystectomy, and endarterectomy of the superior mesenteric artery. On (B) (6) 2008, the pt was noted to be paraplegic despite cerebrospinal fluid (csf) drainage placement for potential spinal cord protection. The cause of paraplegia was felt to be sacrifice inclusion and coverage of thoracoabdominal intercostal branches. The pt remained in this condition for several days but developed profound respiratory insufficiency and ultimately multiorgan system failure. On (B) (6) 2008, the pt expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Add'l two devices implanted.